Event description:
In 1997, a pt without a significant medical history was selected for implant of a 24mm diameter x 14cm length medtronic ave aneurx bifurcated stent graft for treatment of an abdominal aortic aneurysm. Preoperative eval by angiography, intravascular ultrasound and spiral CT revealed an infrarenal aortic aneurysm measuring 5.4cm in diameter, 16mm long, with a left anterior angulated neck. Presence of thrombus was also noted posteriorly. During deployment of the stent graft system, an intra-procedural migration of the stent graft occurred, which was successfully resolved with the placement of an aortic extension stent graft cuff. Postoperative angiograms excluded the presence of endoleaks. The first postoperative day, the pt underwent thromboembolectomy of the right femoral artery for acute ischemia. Spiral CT scans performed at routine 1 month and 6 month follow up were negative for endoleak and/or migration of the stent graft. However, during the follow up phase, the pt was treated for deep vein thrombosis of the right lower extremity with warfarin. Subsequently, the pt presented to the emergency dept on 04/28/2000 with lower back pain and no other clinical signs or symptoms. Emergent CT scan revealed a fissure of the aortic aneurysm with posterior placement of the stent graft. The pt underwent emergent surgery with removal of the stent graft and placement of an aorto-iliac bifurcated conventional graft. The pt's postoperative course was uneventful. There were no add'l clinical sequelae reported relative to the event. The device was not returned for investigation. Quantitative and visual analysis of contrast-enhanced CT scans were performed by medical media systems on 08/14/2000. The analysis concluded that the stent graft initially was placed 20mm below the optimal attachment zone within the proximal neck. In this location, the proximal seal was a very tentative high risk. Subsequent aneurysm expansion and rupture is likely to have been caused by loss of the marginal proximal neck seal.